Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 17 unreported serious injury event for the model 3487a, 13 serious injury events for model 3998, 5 serious injury event for model 3587a, 4 serious injury events for model lead, 4 serious injury events for model 3887, 4 serious injury event for model 3986a, 2 serious injury event for model 3487, 2 serious injury event for model 3777, 2 serious injury event for model 3892, 3 serious injury event for model 3998cws, 1 serious injury event for model 3387, 1 serious injury event for model 3586, 1 serious injury event for model 3776, 1 serious injury event for model 3888, 1 serious injury event for model 37083, and 1 serious injury event for model 3999, for the above time period (all product code lgw). This total includes the event described in this report. See scanned pages.

Event description:
The patient reported the stimulation been acting up. She reported that her first system was defective and they implanted her with a new device. Seven weeks after that implant, she was in a car accident and the system moved 45 degrees. They revised the system and it worked for about 3 months. The patient reported that stimulation is turned on and then it shuts off. She did see a physician. She is reported burning at the implant site and her legs feeling like they are going out.